Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and an open pouch seal issue occurred. It was reported that when removing the pentaray nav high-density mapping eco catheter from its packaging it was partially opened, the packaging separated and the sterility was compromised. The catheter was exchanged to continue the case. Additional information was received on the event. The device was not used on the patient. The event was assessed as a MDR reportable open pouch seal issue.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30705924l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).